Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the middle to lower esophagus during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the anatomy of the patient was not tortuous. During the procedure, the physician attempted to release the stent but was only able to deploy approximately 1 cm of the stent. The device was removed from the patient partially deployed without issues. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 6 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent; however, the stent did not fully expand. It was noted that the stent cover appeared shrunken and this appeared to be preventing the stent from expanding. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used in the middle to lower esophagus during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the anatomy of the patient was not tortuous. During the procedure, the physician attempted to release the stent but was only able to deploy approximately 1 cm of the stent. The device was removed from the patient partially deployed without issues. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.